Manufacturer narrative:
Carestream is completing further testing to identify root cause. The investigation is currently in process.

Event description:
Customer complaint relates to performing 2 exposures, chest ap and lateral on the first pt. The ap was completed first and then the lateral. The next new pt exposure was completed and consisted of 2 images a chest ap and lateral. Even though the ap image was exposed first on the new pt, the image that was displayed was the lateral from the first pt.